Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient presented with blurry distance vision in the left eye but the patient can read the newspaper post intraoperative aberrometry. The patient was noted to have a poor refractive outcome. Additional information requested.